Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported that there was no additional cables/lead sets with which to perform troubleshooting. No issue details were captured in the call data. No patient incident/injury was reported.